Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for hernia repair and to remove the device. The device was explanted and was found to have been a scarred mass that was identified and dissected from surrounding tissue. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event and date of explant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 1 month post implant of mesh ¿ ventralex, patient was diagnosed with hernia recurrence and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. Updated fields: a2, b4, b5, b6, b7, d4 (expiry date, UDI no), g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: b3 (date of event), d.6b (date of explant) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent incisional hernia repair surgery. A ventralex was implanted in the patient during this repair. (B)(6) 2018: the patient underwent surgery to repair the failed bard/davol ventralex. Upon inspection the physician noted ¿a scarred mass that was identified and dissected from surrounding tissue and appeared to be old mesh. The mesh was removed and sent for pathology.¿ he also noted ¿a 1.5cm fascial defect lateral to the area of old mesh with protruding preperitoneal fat or omentum.¿ the mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incisional ventral hernia operated in past twice thereby underwent open repair with implant of ventralex mesh. Per operative notes, "the old scar was taken down. The peritoneal cavity was entered. Dense adhesions were noted from omentum and intestines, these were removed. The umbilicus was removed. A ventralex mesh was placed in peritoneal cavity and sutured." (B)(6) 2018 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the explant of ventralex mesh. (Note: no op-notes were provided for this procedure) attorney alleges that the patient had bowel obstruction, pain and suffering and underwent removal of navel.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for hernia repair and to remove the device. The device was explanted and was found to have been a scarred mass that was identified and dissected from surrounding tissue. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent incisional hernia repair surgery. A ventralex was implanted in the patient during this repair. On (B)(6) 2018: the patient underwent surgery to repair the failed bard/davol ventralex. Upon inspection the physician noted ¿a scarred mass that was identified and dissected from surrounding tissue and appeared to be old mesh. The mesh was removed and sent for pathology.¿ he also noted ¿ a 1.5cm fascial defect lateral to the area of old mesh with protruding preperitoneal fat or omentum.¿ the mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.